Event description:
Event was reported from a third party service organization and states the following: the pump was in use at the hospital. In early 2008, the customer phoned the sales rep because there was a problem with the "automatic iab calibration." The customer said, that he needed to calibrate the intra-aortic balloon (iab) manually. On the same day, the sales rep received the phone call, he paid the customer a visit. While there he checked the pump with three different test iab's and could not reproduce the failure. The customer discussed the possibility that "they were making a mistake while calibrating the iab." In the meantime, the pump was sold to another customer. Prior to the sale of the pump, a safety check was performed by the third party service organization. The checkup found a defective fiberoptix sensor (fos) board. As a result, the fos board was exchanged and the pump was transferred to the new hospital. On the following month received message that the pump was only "being borrowed" by the hospital referenced in this report.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.